Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the sensor parameters were lost and the output amplitude went to 4.5 v. The device exhibited dashes (---) for all sensor parameters. A download was successful and normal function ensued. At a subsequent follow-up, the device lost output and telemetry.